Manufacturer narrative:
Concomitant product: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The patient reported that at an office visit on (B)(6) 2015, they were told that the whole system was shot and completely dead. It was reported that the complete system was explanted 9 days later after the device stopped working suddenly, and the patient completely recovered. No trauma, falls, or unrelated medical procedures were reported to be associated with the event. No troubleshooting or patient symptoms were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.